Event description:
It was initially reported that the patient was referred for full revision. It was stated the patient has had pronounced vocal changes since the neurologist began programming but has had not good results otherwise with the vns. It was stated that the physician believed the electrodes may have been placed too low based on the symptoms the patient has been experiencing - voice alteration since stimulation was turned on and as the patient has been titrated to higher settings the patient also experienced breathlessness with stimulation. The representative reported that per the surgeon, the surgery was not to preclude serious injury and that the physician is choosing to refer for surgery in attempt to resolve issues prior to the patient going to college. Information was received that the patient had a revision and her symptoms were actually alleviated and they were able to increase settings however the patient still had persistent hoarseness which the doctor attributed to vocal cord paralysis caused by the surgical technique of the original 2018 implant. The explanted devices have not been received into analysis to date. No additional relevant information has been received to date.